Manufacturer narrative:
Under investigation.

Event description:
It is reported that the patient is alleging harm caused by the device, however, the nature of the harm is unknown at this time. It is also reported that the device appears to be loosening on x-ray and has shifted approximately 10 degrees to the inside of his leg. It is unknown which knee component is being identified. A revision surgery has been recommended.